Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received.: I was able to close and fire this device while it was still in the bag. There was no additional force needed to complete the task.

Event description:
It was reported that after completing a laparoscopic appendectomy an attempted was made to demonstrate the safety lock out feature when trying to fire on a spent cartridge. While using a tr45w that had already been used the device safety lock out feature did not work and the device fired on the spent cartridge. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # n5774c. The analysis showed that the ats45 device was received with apparent damaged and with a tr45w cartridge loaded on the device. The reload was received fully fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re-firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data- evaluation summary the analysis showed that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring damaged. The damage noted to the lockout spring is such that it allows the device to fire through it. The reload is designed to lock out after a partial or complete fire to avoid re-firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information, please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.